Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator was received for analysis. Visual inspection of the returned product confirmed all input and output connectors are free of physical damage and all labeling is legible and correctly oriented. Ac power was applied to the rf generator and a successful power on self-test was observed. System logs from the reported event date have been reviewed and included which confirm multiple and repeated lesion applications utilizing both simplicity and monopolar modes. No over-temperature or critical errors were captured within the event logs. No faults, warnings or irregular heating periods were encountered during the evaluation performed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the returned device was found to operate as per design and intent. No abnormalities were identified during the evaluation period.

Event description:
During a procedure, the patient sustained a burn at the grounding pad site. Further information regarding the event was requested but not received.